Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) (B)(6) on (B)(6)2014 alleging that their onetouch verio iq meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 19:30 on (B)(6)2014. The patient reported obtaining blood glucose readings of ¿15.2 and 28.7mmol/l¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with insulin with no adjustments. The patient denied developing any symptoms due to the alleged inaccurate readings. The patient reported that they altered their dose of humalog insulin around the same time but did not provide details of the exact dose taken. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms due to the product issue. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2015). The patient¿s meter and test strips have been returned on 1/30/2015 and 1/14/2015, respectively, and evaluated by lifescan product analysis on 2/9/2015 and 1/27/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.